Event description:
It was reported that the zimmer skin graft mesher was ripping the skin. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is 18 years old and has only been in for service 2 times since purchased with the last time in for service being 12/2009. The inspection found that the device side-plates were worn and the device was out of calibration left to right. The side-plates hold the roller and cutter in place. Should the side-plates become worn, this may allow the roller and/or cutter to move out of alignment producing less than acceptable grafts. The cause of the reported complaint is likely the device out of calibration, with worn components. This device is overdue for yearly preventative maintenance, and likely contributed to the reported complaint. This device is subject to normal wear and tear. "The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.